Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. No button error alarm noted. No button error alarm noted. No moisture damage on electronics. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer's mother called to report the insulin pump alarmed for button error. Blood glucose reading was 213 mg/dl. The customer had been on a boat for a week and might have exposed the insulin pump to moisture. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.